Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 455 mg/dl. Customer stated that their blood glucose readings are going high and low suddenly. Customer has treated the high blood glucose readings with the insulin pump. Customer declined troubleshooting for the high blood glucose readings. Customer stated that they tried to pull the plunger out of the reservoir and it was stuck and would not come out. Device is not expected to return.